Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this patient with pacemaker device experienced infection and sepsis. The patient had hematoma followed by an erosion at the pocket. This pacemaker device was explanted. No additional adverse patient effects were reported.